Event description:
(B)(4). The dentist reported that 4 months after the dental implant was installed in patient¿s mouth, its non-osseointegration was observed. Moreover, 30n.cm of primary stability was achieved, the patient presented insufficient bone quality/quantity (bone type iii), immediate implant was done and immediate load procedure was performed.

Manufacturer narrative:
Follow-up is being sent to correct information sent in field d4 lot number, d4 catalog number and d4 expiration date considering the surgical methodology, it was seen that the dentist made immediate load with a low torque, witch is not indicated. The complaint was received by manufacturer and, after analysis, new informations were obtained. A follow-up is being sent to correct these informations according to the evaluation made. After the evaluation was noticed that the item received is different from the item reported. Therefore, the item was corrected and the lot number was not considered.

Manufacturer narrative:
Considering the surgical methodology, it was seen that the dentist made immediate load with a low torque, witch is not indicated. The information provided in this report was based on information given by the dentist in neodent¿s products warranty form. The original complaint was received by the subsidiary and did not arrive in the manufacturer yet. When this happens, a new evaluation of the complaint will be carried out and, if necessary, a follow-up report will be send.

Event description:
(B)(4) - the dentist reported that 4 months after the dental implant was installed in patient¿s mouth, its non-osseointegration was observed. Moreover, 30n.cm of primary stability was achieved, the patient presented insufficient bone quality/quantity (bone type iii), immediate implant was done and immediate load procedure was performed.